Event description:
It was reported that the device was used during a laparoscopic colon resection procedure. It was reported that the hand piece got hot. The case was completed with another h2tuv. There was no patient consequence.